Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the tubing was noted to be cut by the blades of the machine. The reported condition was verified. The cause of the cut was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke "about 5 inches below the top hub closest to the spike". The issue was noticed while the tubing was being removed from the package, during preparation. There was no patient involvement. No additional information is available.